Event description:
In this case, an operator noticed an odor coming from the cardiomd camera. The operator described the odor was burnt rubber but it appears the system is running. A philips field service engineer (fse) evaluated and found the burning smell was originating from the uninterruptible power supply (ups) on the cardiomd camera. The philips field service engineer (fse) found that the batteries in the ups had failed on the system. The philips fse stated that batteries were not sealed and there was battery acid leakage. The philips fse stated there was no report of smoke, fire, and no alarms were activated and the fire department was not contacted. The philips fse took the system off-line and plugged the cardiomd directly into the wall. The customer is not under contact with philips healthcare and contacted their bio-med department about replacing the ups on the system.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).